Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor failed to execute a baseline ECG recording. Upon evaluation, multiple components on the defibrillator board were shorted and thermally damaged. The root cause of the test failure could not be positively identified due to the extensive damage. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.